Event description:
The surgical tech opened the implant and noticed there was a hair inside the packaging on the implant. The surgical tech immediately informed the sales agent who was able to provide a second implant of the same size in order to complete the surgery. Ref MFR # 3005180920-2015-00075.